Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 457445 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented complaining of purple discolor and pain around the suture site. The patient was urgently admitted to the hospital. It was determined that there was a 2 millimeter opening at the suture site of the left front chest, in which the device was being exposed. The whole system was explanted and replaced successfully. No further patient complications have been reported as a result of this event.